Event description:
No further event information available at the time of this event.

Manufacturer narrative:
One 3i t3® non-platform switched parallel walled implant 4 x 10mm (boss410) was returned for investigation. Visual inspection of the as returned implant identified wear and debris about the implant threads, and the internal drive feature is noted to contain some additional debris. The seating surface is moderately worn. Functional testing was performed for the returned product and it was determined a mating abutment was able to seat, and a mating screw was able to thread into the drive feature. The implant was fully functional. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was not confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the internal threading of the implant (boss410) was damaged. The implant was removed one year after placement. Tooth location 19.